Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the tortuous and mildly calcified left circumflex artery (lcx). Pre dilation was performed and then a 28 x 3.50mm taxus liberté was advanced to the lesion; however, the device was unable to cross lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, the returned product revealed shaft break.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by mfg: the device was broken at the strain relief, there were two other breaks in the hypotube at 40 cm and at 31 cm measured from the strain relied, there was also a significant kink 28 cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).